Manufacturer narrative:
Section d6a: date of implant corrected. Manufacturer's investigation conclusion: the reported low flow alarms and rattling feeling in the patient¿s chest could not be confirmed. A specific cause for the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the device operating as intended at the set speed. Backup battery fault alarms were observed. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 rpm above and below low speed limit. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had multiple low flow alarms as well as feeling a "rattling" in their chest while on mobile power unit (mpu) power. The patient switched to battery power, and the "rattling" stopped. Log files were submitted for review and captured a series of low power advisories/hazards on (B)(6) 2025 that were the result of routine battery depletion. The log file also captured emergency backup battery (ebb) faults on (B)(6) 2025 that were the result of the ebb failing the load test.